Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in 30s. It was also reported that there was a loss of capture on the right atrial (ra) lead. The right ventricular (rv) lead had chronic high thresholds. No intervention was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients heart beat was never in the 30s and that the loss of capture was considered normal.